Event description:
The customer reported speaker error, was not possible to hear sound from the device. No patient impact or consequences were reported.

Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device powers on and then there is an audio speaker fault with a 7 beep audible alarm with flashing red power button led. During internal inspection, the speaker was replaced but the error remained. The instrument board was replaced and the device was able to function as designed. The instrument board component u13 receives correct input signals but does not output ¿audio_l" signal. Prevents main speaker from outputting sound. Causes the device to give an audio speaker fault message with audible (from onboard buzzer) and visual alarms (from power button led). A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported speaker error, was not possible to hear sound from the device. No patient impact or consequences were reported.